Event description:
According to distributor present at surgery, dr was placing the plate, when he broke the end tab while locking the screw in place. Distributor believes this screw may not have been completely seated before locking. Dr removed the plate; manually located and removed the broken piece of the tab; replaced with new plate. Surgery delayed approx 45-60 minutes; remaining surgery continued without any further event.